Event description:
From the distributor's report: 1) product used to close laceration 1/4" from eye of pt. 2) pt was sitting upright, head tilted sideways during application. 3) no preparation of the eye area, no ointment or gauze used to cover eye. 4) family member stated "too much oozed out" when ampoule was squeezed. 5) doctor rinsed eye with saline for 1hr 45mins until they could open eye. 6) family member considering taking pt to ophthalmologist for exam. 7) current condition of pt unknown.